Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a hematoma, venous occlusion, exacerbation of heart failure and dysuria two days after the implant of the right ventricular (rv) lead. The rv lead was explanted. No further patient complications have been reported as a result of this event.